Manufacturer narrative:
(B)(4). Corrected data: date of this report: change from: 12/05/2017 to 11/25/2007. The investigation was completed on 01/18/2018. Retain and return product was tested and functioning according to specification.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hemoglobin result on a patient. There was no patient information available at the time of this report. The customer states that return product is available for investigation. (B)(6). Samples were collected and tested on (B)(6) 2017. There are no injuries associated with this event. The investigation is underway.